Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04561. It was reported that following a stenting treatment procedure, thrombosis occurred. The lesion treated was located in the 99% stenosed and tortuous proximal to distal right coronary artery (rca) with a reference vessel diameter of 3.0-3.5mm and a length of 61mm. Two overlapping, taxus stents sizes 3.0x32mm and 3.5x32mm were implanted from the proximal to distal right coronary artery. In (B)(6) 2011, clopidogrel was stopped due to the patient's advanced age and the long period of clopidogrel use after stent implantation. In (B)(6) 2011, the patient complained of chest pain and coronary angiography revealed stent thrombosis. Treatment placed a 3.5x12mm non bsc stent. No further complications were reported.